Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the clip was deployed; however, the device was difficult to remove from the patient's artery. The device was removed using counter-traction and an assertive pull per the instruction for use (IFU). Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.